Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin was squirting out during the manual prime process and customer was unable to exit the preparing to prime loop. Customer reported that there was a crack at the back of the insulin pump when customer removed her belt clip. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken belt clip slot. Missing the black o ring and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Device passed displacement test. Device alarmed a33 test during prime or a33 test due to faulty force sensor resistor. Unable to perform basic occlusion test and occlusion test due to reservoir tube lip broken off.